Manufacturer narrative:
Follow-up submitted to correct type of reportable event from malfunction to death.

Event description:
It was reported a patient fall occurred when the stryker bed was being used with a competitor's waffle overlay. The patient reportedly reached for a glass of water, and rolled off the bed. There was no immediate injury reported resulting from the alleged fall, however, the user facility reports the patient later expired. The user facility and manufacturer both evaluated the bed and found it to be working to specifications.

Event description:
It was reported a patient fall occurred when the stryker bed was being used with a competitor's waffle overlay. The patient reportedly reached for a glass of water, and rolled off the bed. There was no immediate injury reported resulting from the alleged fall, however, the user facility reports the patient later expired. The user facility and manufacturer both evaluated the bed and found it to be working to specifications.